Event description:
Terumo medical corporation received the following reported information: following a pci via 6 french sheath, the angio-seal was prepared, and the dilator was inserted into the shaft. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. Everything worked without any problems. Unfortunately, when inserting the device into the artery, the shaft got stuck at the puncture site. This meant that only the dilator entered the vessel. The shaft could not be inserted. The examiner believed that this was due to the transition from the dilator to the sheath. Another system (starclose) was then used and the puncture site and hemostasis was achieved. The patient was stable and the blood loss was less than 250cc. No equipment or other devices were used.

Manufacturer narrative:
. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly was found fully mated and kinked at the blood inlet holes. No other damage or issues were identified. The returned sheath and locator assembly contained kinks and so the complaint was able to be confirmed for a kinked sheath and locator assembly. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the patient. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).